Event description:
Customer reported they felt the vaporizer had no output. There was no report of pt involvement. The unit was returned to the manufacturing site for investigation. Initial inspection of the unit revealed a damaged dial, disc drive, and top plate. Further testing of the device found the output to be out of spec. The damage appears to have been caused by dropping or mishandling the vaporizer in a rough manner. Once the damaged parts were placed, the vaporizer was found to function within MFR's specs.